Manufacturer narrative:
The device evaluation was completed for the reported system error 345 . A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device also underwent functional testing and the error was reproduced while running a loaded set. The reported event was verified during the review of the event history log. The unit¿s upstream sensor was the failing component and was replaced. Should additional relevant information become available, a supplemental report will be submitted. The received date was updated to the correct date.

Manufacturer narrative:
The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
The biomed called to report a spectrum pump displayed system error 345. Patient involvement is unknown. There was no patient injury or medical intervention.